Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that lead noise, out of range impedance, elevated threshold, failure to sense, and an insulation anomaly were observed. The lead was capped on (B)(6) 2019 and replaced. The patient is stable.